Manufacturer narrative:
Stryker evaluated the customer's device and continues to investigate the reported failure. Stryker will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device doesn't delivery defibrillation energy as expected. As a result, defibrillation therapy may be delayed or unavailable, if needed.

Manufacturer narrative:
Stryker was not able to verify or duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device doesn't delivery defibrillation energy as expected. As a result, defibrillation therapy may be delayed or unavailable, if needed.